Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole 3mm distal from the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. A 6.0mmx100mmx135cm sterling balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The procedure was completed with another of same device. No patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. A 6.0mmx100mmx135cm sterling balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The procedure was completed with another of same device. No patient complications nor injuries reported.